Event description:
It was reported by the customer that a bd pyxis¿ es server for the combo medications overrides the key did not populate to the removal list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that for the combo medications overrides the key did not populate to the removal list. A technical support specialist (tss) had identified that the medication identifiers for combination medications were being handled differently compared to standard component medications. As a result, the identifiers for individual components were not appearing as expected. It was noted that this issue was specific to version 1.6.1, where combination medications function correctly only when removed with orders, but not during override scenarios. The matter was escalated and is currently under investigation by the development team. Additional updates are expected as their analysis progresses. The tss communicated these findings to the customer, and the customer provided a confirmation to close the case.